Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed critical error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump continually beeps and the beeps cannot be cleared. No further details given.

Manufacturer narrative:
The device had a blank display due to moisture damage on the electronic assembly. The motor and force sensor had moisture damage. No unexpected audio or beep anomaly was noted. We were unable to perform the functional test, including the self, sleep current measurement, active current measurement, rewind, prime, seating, basic occlusion, occlusion, force sensor and displacement tests or verify critical pump error due to blank display. Unable to verify pump or sensor communication anomaly and unexpected sensor errors due to blank display. The device had minor scratched display window, scratched case and a cracked retainer.